Manufacturer narrative:
Device was used for treatment, not diagnosis. The product code and lot number of the device were not listed in the complaint. A request for this information has been sent to the creator of this complaint. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI:unavailable. Depuy synthes has been informed that the catalog number and lot number are not available.

Event description:
It was reported that the anchor was back out when fixing the bridge suture in the bone hole on (B)(6) 2018. It was also reported that the anchor thread was broken. The surgeon tried to use alternative device (p/n and lot number were unknown), but the surgeon could not fix the anchor. Finally, the surgeon used the third alternative device (p/n and lot number were unknown) and could fix the anchor with another bone hole and different insertion angle. It was brand new and the first use when the issue occurred. There was less than 30 min surgical delay and no harm to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the complaint device was discarded by the customer therefore the device is not available for a physical evaluation. It was reported that the device failed to sit properly in the bone hole. This complaint is not confirmed. Furthermore, no lot number or part number were supplied which precludes conducting a DHR review or a lot specific search in the complaints handling system. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Associated medwatch: 1221934-2018-50984.

Manufacturer narrative:
Product complaint # (B)(4). The product code and lot number of the device were not listed in the complaint. A request for this information has been sent to the creator of this complaint. Also the request was made to see if the devices are being returned or if they were discarded. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable. Depuy synthes has been informed that the catalog number and lot number are not available.